Event description:
One week after the closure treatment to obliterate a refluxing greater saphenous vein, the patient came for regular follow-up complaining of dyspnea and leg edema. Ultrsound duplex imaging revealed a thrombus extension from the orofice of the greater saphenous vein into the common femoral vein and thrombi in the posterior tibial and peroneal viens of the treatment limb. Radionucleotid ventilation-perfusion scanning showed multiple small-area mismatches, confirming the clinical diagnosis of pulmonary embolism. Treatment with fractionated herparin abated the clinical symptoms and is to be continued for a minimum of 3 months.